Event description:
It was reported that the patient presented in clinic. It was found that their implantable cardioverter defibrillator failed to be interrogated via bluetooth telemetry. Telemetry was able to be restored in clinic. The patient was stable.